Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the large suture cut needle driver instrument was observed to have a broken tie rod. A back up instrument of the same kind was used, and the procedure was completed with no reported injury.